Manufacturer narrative:
Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1100412569. Model/catalog description: reservoir flat 100 ml/ unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly and exhibited inflation issues. It was noted that during the previous replacement surgery, only the connections were replaced, which ultimately resulted in the current device issue. A surgical procedure was performed during which the ipp was replaced with a tactra device. No patient complications were reported.